Event description:
Related manufacturer report number: 2017865-2022-01584. It was report that during follow-up in clinic, the patient presented with low out of range impedance resulted in myopotential oversensing on their right ventricular lead. It was noted that myopotential oversensing also presented on patient's pacemaker. No information about intervention was reported. There were no patient consequences and the patient was in stable.

Event description:
New information received notes that the patient present with the same issue of low out of range impedance resulted in polarity switch on their right ventricular lead again on (B)(6) 2022.